Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received from the site. The following sections of this report have been updated: additional code added to h.6 health effect - impact code, corrected h.6 investigation conclusions, additional information added to h.10. Per the procedure operative report, refractory sudden hypotension occurred at valve implantation complicated by cardiac arrest. Selective angiography of the coronary artery common trunk revealed ostium obstruction with delay of flow and a stent was placed concomitant with resuscitation. Cardiac ultrasound showed a pericardial effusion. Emergency pericardial drainage +200 cc. Selective angiography of the common trunk revealed a "thrombus of the common trunk, the iva and cx". Balloon angioplasty was performed. The patient condition continued to deteriorate and the patient passed away despite the resuscitation maneuvers and collegial discussion. Pre-tavr CT imagery provided by the site was reviewed by an edwards lifesciences physician, and the following was observed: the native valve annulus was borderline area between thv sizes 26mm and 29mm with heavily calcified leaflets. The left ventricular outflow tract diameter is in the range of a 26mm thv, the sinotubular junction (stj) diameter is below 29mm. Implant with thv 29 would have risk of stj rupture or annular rupture. The coronary arteries ostia are above 10mm of height. As such, investigation results suggest/indicate procedural and patient factors (aortic annulus with borderline area and calcified native leaflets) may have caused or contributed to these events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. With the limited information available, the exact causes of the coronary obstruction and pericardial effusion are unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported from france by an edwards lifesciences affiliate, a 29mm sapien 3 valve was implanted in the aortic position via transfemoral approach. After implant, a coronary occlusion occurred. The patient lost consciousness and blood pressure decreased. Cardiac massage was performed. Pericardial effusion occurred, and drainage of the pericardium was performed. During the drainage of the pericardium, blood flow stopped due to unknown reasons and the patient expired.